Manufacturer narrative:
The returned cable was evaluated. During evaluation the cable passed all visual and functional testing. The cable was determined to be functioning as designed.

Event description:
It was reported that "customer reports that spo2 drops out and flat lines when pt. Hr drops". No known impact or consequence to patient.